Event description:
Received a 3500 from the FDA that was generated by the technical services program for the user facility. The description of events as described in the 3500 are a bit confusing and most of which is a recital of what is in the operation manual for the complaint device, a mitek fms duo pump, a fluid management system. A phone conversation with the originator of the 3500 clarified the adverse event to the following description of event: during an arthroscopic knee repair, the pressure from the pump was increased from 50 (5.0 feet of gravity) to 100 (10.0 feet of gravity) this went unnoticed for an undetermined amount of time. At the conclusion of the repair it was observed that the knee joint being worked on was abnormally large, again, this was not noticed as the swelling was occurring over time. Although, it reported that outside of the abnormally swollen knee joint, there was no pt harm, the pt was kept for 2 days observation as a cautionary measure.

Manufacturer narrative:
Based on conversations with both the originator of the 3500 and our rep for the event facility, it appears that this event may have been technique driven as opposed to an equipment malfunction. Basically,. There was a change in inflow pressure that was most likely driven by foot pedal command, a deliberate action. This increase in pressure, although, noted on the consloe for viewing, was not observed for an undetermined amount of time. The increase in the patient's joint size was happening over a period of time and should have been apparent to any observer present as it was occurring, however for what ever reason was not noticed by anyone involved. And finally the device was quarantined by the user facility and tested by their clinical engineering agents, the complaint pump was deemed to be in working order, no faults or abnormality found in its operation. As a precaution however, mitek is receiving the device at our eval & repair facility. A thorough examination of the device will be had, if at the end of the eval any abnormalities or defects are noted that would or could have impacted the reported event, those findings will be the subject of a follow up report. Other than this at this point in time, no further action is warranted.